Manufacturer narrative:
H11: the actual device was received for evaluation. Visual inspection was performed, and it was noted that a white/transparent particle was present inside the chamber. The particle was further analyzed, and it was identified as acrylonitrile butadiene styrene (abs) polymer. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a buretrol solution administration set had a foreign object inside the chamber. This issue was further described as, ¿looks like the viscous solution has not dissolved completely with the solvent¿. The presence of a foreign object was discovered during setup prior to patient use. There was no patient involvement. No additional information is available.